Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ipg over discharge was resolved however the charge did not maintain longer than 24hrs while off. As a result the patient has requested an explant. It has not been scheduled. Physician has been updated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the ins was overdischarged due to lack of use because of sub-optimal stimulation. The ins had been dead one year. The rep started a physician mode recharge (pmr). The issue was not resolved and surgical intervention was planned but not yet scheduled. No further complications were reported.